Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the ultrasound guided drainage of liver abscess, the wire line of drainage tube was allegedly broken. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one navarre 8f 30cm locking pigtail drainage catheter and one electronic photo were returned for evaluation. The photo review confirms a wire visible near the pigtail of the catheter; however, the strain relief appeared to be covering the proximal wire hole and a clear determination of the reported issue could note be made. A visual inspection of the returned sample noted that the wire was not protruding from the proximal end of the catheter, on the hub. Instead, a portion of wire was noted protruding form one of the drain holes of the pigtail at the distal end of the catheter. Therefore, the investigation is confirmed for catheter damage. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Potential contributing factors include damage by trocar/cannula or breakage when locking pigtail. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the ultrasound guided drainage of liver abscess, the wire line of drainage tube was allegedly broken. It was further reported that the procedure was completed with another device. There was no reported patient injury.